Event description:
It was reported that during initial procedure dft testing was unsuccessful. The patient required external defibrillation at maximum outputs. The physician tried again a few days later due to patient's health. The dft testing was again unsuccessful. The device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.